Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of the event could not be conclusively determined, however patient related factors may have caused or contributed to this event.

Event description:
A surgeon reported that four months post right eye iol (intraocular lens) implantation, the lens was explanted due to the patient experiencing dysphotosia. A new lens of the same model was placed and the patient is currently doing well.